Manufacturer narrative:
The ventilator was was investigated by our field service engineer on-site. The nozzle unit was found defective and replaced. No part has been returned to manufacturer for technical investigation. The cause of the reported component failure has not been established in this investigation.

Event description:
Manufacturer ref#: (B)(4).

Event description:
It was reported that the oxygen concentration during use is too low and the ventilator was failing pre-use check after. There was no patient harm. Manufacturer ref.#: (B)(4).